Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was refilled on (B)(6) 2016, no complications and accurate readings. Per the healthcare provider the cause of the patient's symptoms were determined. The patient had pneumonia and was hospitalized and the patient has recovered. The issue was resolved.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient was admitted to the hospital with a fever of 103, tremors, severe headache, shortness of breath, nausea, low blood pressure, high pulse, and low oxygen. The symptoms had come on suddenly. The reporter wanted someone to come and interrogate the pump to confirm that it was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.